Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Components were reviewed for compatibility with no issues noted. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the tibial component. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the nexgen cr-flex and lps-flex knee package insert, pain and swelling are known risks of this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain, swelling, and possible a allergic reaction.